Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit due to diabetic ketoacidosis, with high amounts of ketones which were identified as dangerous by healthcare provider. The customer attempted to self-treat with a manual dose injection. During hospitalization, the customer was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2022, with issue resolved. A systems check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.